Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient stated they were un a lot of pain, from their positioning. Patient stated that they felt like the sensation (the stimulation) is making them go more because of where they felt it. Additional information was received on (B)(6) 2021  indicating that the patient stated that when she turns on her device it says "session has ended" and she is worried that the device is turning off her therapy. The patient had also mentioned that she is still in pain from the surgery and is running low on their pain medication. No further complications were reported at this time. Additional information received from patient stated that since the change in programs she is voiding more now and nothing has changed. She feels it is going in reverse. Patient stated she can not live with the stimulation increased so high in her vaginal area as she can not deal with it. Patient has been advised to contact her clinician with health concerns and for advice. The patient call 2 days later that she feels as if the therapy is doing nothing for her and stated that she even feels that her symptoms have been worse than before the evaluation some days. The patient also mentioned that any higher than 0.7 is too much for her.